Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3998, lot# v034825, implanted: (B)(6) 2007, product type: lead; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation that occurred the night prior to the report when she went to put her stimulation on. The patient stated it ¿shocked the hell out of her,¿ and ¿felt like a cat hanging from the roof.¿ it was noted the patient was in an upright position. The patient also reported she had a seizure a week or week and a half ago. She tried to turn stimulation off but it wouldn¿t turn off and she had been up all night because it was shorting out. The patient wasn¿t feeling stimulation currently. It was reported she was seeing the ¿call your doctor¿ icon on the patient programmer (pp) the night prior to the report and thought the code associated with it was ¿13.¿ the patient also reported they were unable to adjust stimulation and the display showed the ¿call your doctor¿ icon. Initially she thought is showed src but then said it showed elective replacement indicator (eri). She was also seeing the poor communication screen and the manufacturer splash screen intermittently when trying to sync or navigate past the ¿call your doctor¿ icon. The batteries were changed twice while on the call. The patient reported being able to see the programming screen and confirmed stimulation was still on and was at 1.45 volts. It was attempted to walk the patient through turning stimulation off again but the patient received the ¿call your doctor¿ screen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.